Event description:
The user facility reported that the battery housing broke before a procedure. There were no adverse consequences. Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The user facility reported that the battery housing broke before a procedure. There were no adverse consequences. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported that the battery housing broke before a procedure. There were no adverse consequences. Attempts were made to obtain additional information about the event; no further information was received.